Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the device was stuck at the password menu. After a reboot, the unit continued to restart on its own while users were pulling medications. The field service engineer (fse) powered off the unit, replaced the hard drive cables and mounting plate, and then powered the unit back on. The scanner was disconnected and reconnected, after which the system functioned successfully. The customer performed medication inventory, and the unit was verified to be working properly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device restarted on its own. The customer reported that the pyxis station became stuck on the password screen, and after rebooting, the station continued to restart automatically while nursing staff were retrieving medications. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.